Event description:
It was reported that the bd ser plastipak 5 ml ll 40 x 8 al plunger rod was broken / damaged. The following information was provided by the initial reporter: it was reported that the 5 ml syringe, bd brand, which does not inform the customer, there are damages in different parts of the syringe, cap, plunger and luer lock connection, some of these have reached the customer causing a radiation safety problem as the syringe leaks in the application. This is the lot 5120269 of the 5 ml syringes bd brand, which has caused the problem, expiration date 30/04/2030 and invima 2015dm000 3325r1, the invoice number of purchase (B)(4). No impact on the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.